Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was confirmed; leaking was observed. A possible root cause for leaking could be a dimensional gap between the connector and tubing. A root cause analysis indicated that this occurred during our manufacturing process. As part of continuous improvements, a corrective action has been opened to address this reported issue. These actions are designed to prevent the reoccurrence of the reported defective condition. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the set was leaking from the connection of the spike and the bag. There was no patient involvement.